Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic manager reported the peritoneal dialysis (pd) patient had been retaining a lot of fluid and he was hospitalized. The clinic manager stated the doctor wanted to have a replacement cycler sent to him to use when he gets home and the patient had been in the hospital for about a week. Per clinic manager it was unknown if his condition was cycler related. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was sent to the hospital on (B)(6) 2018 due to fluid overload. Per pdrn the patient had a history of cardiac-related issues and stated as far as the clinic was aware the patient had been compliant with his peritoneal dialysis treatments, and it was unknown at this time what may have attributed to the patient¿s fluid overload. Per pdrn as of (B)(6) 2018 the patient remained hospitalized and was receiving effective dialysis therapy while hospitalized. Additional information and medical records were requested.

Event description:
A user facility clinic manager reported the peritoneal dialysis (pd) patient had been retaining a lot of fluid and he was hospitalized. The clinic manager stated the doctor wanted to have a replacement cycler sent to him to use when he gets home and the patient had been in the hospital for about a week. Per clinic manager it was unknown if his condition was cycler related. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was sent to the hospital on (B)(6) 2018 due to fluid overload. Per pdrn the patient had a history of cardiac-related issues and stated as far as the clinic was aware the patient had been compliant with his peritoneal dialysis treatments, and it was unknown at this time what may have attributed to the patient¿s fluid overload. Per pdrn as of (B)(6) 2018 the patient remained hospitalized and was receiving effective dialysis therapy while hospitalized. Additional information and medical records were requested.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. An external visual inspection showed no signs of physical damage. Valve actuation test, system air leak test and patient sensor calibration passed. As-received treatment passed. Per not draining (no alarm) symptom, the patient line was clamped during drain 0 to simulate a drain error. While the patient line was clamped, a drain complication alarm occurred as intended. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
There is a temporal relationship between the patient¿s fluid volume overload and pd therapy on the liberty cycler. Based on available information, the cause of the patient¿s fluid volume overload cannot be determined. There is no documentation in the complaint file to show a causal relationship between the patient¿s fluid volume overload and the liberty cycler. Additionally, there is no reported malfunction of the machine. The patient has cardiac comorbidities which could have caused or contributed to the fluid volume overload.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the nurse for this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report the patient was retaining a lot of fluid and was hospitalized. Per the nurse, the patient was in the hospital for about a week and the physician wanted a replacement cycler delivered as a precaution due to the fluid overload. Additional information was received from the peritoneal dialysis registered nurse [pd(rn)] on (B)(6) 2018, to state the patient was sent to the hospital (B)(6) 2018 due to fluid overload. The patient has a history of cardiac related issues and stated that the patient was known to be compliant with pd treatments. Per the pdrn the cause of the fluid overload was unknown. The patient continued to receive pd therapy during hospitalization (unknown if fresenius products were used), but other hospital course is unknown. It is unknown if the patient has been discharged. No further information was available.